Event description:
Patient reported open wound at incision site with drainage. The treating physician determined there were signs of infection and the following actions were taken: a wound culture was completed and showed 2 strains of pseudomonas aeruginosa. The patient was prescribed bactrim. The physician removed the implant on (B)(6) 2024 under IV sedation. The patient is currently recovering with no long-term complications anticipated.

Manufacturer narrative:
Bluewind medical is providing this report in compliance with FDA 21cfr part 803. The device was explanted; however, no explanted product was returned for analysis. As a result, a design history record review was performed to confirm the sterility of the implant. Based on the documents reviewed and the interviews with physicians, the infection was superficial and not a deep infection that involved the implant.